Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is completed.

Event description:
It was reported that the patient experienced return of pain symptoms. The hcp attempted a dye study, but could not aspirate the catheter. The hcp also reported that the catheter appeared kinked on an x-ray. The patient's catheter appeared to be okay in the operating room. The catheter was replaced. The patient recovered without sequela. The patient's pump contained dilaudid and baclofen.